Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s "since the purpose of a PICC line is to be able to infuse 2 or 3 things that aren¿t compatible with each other at the same time, is there a way to find out which lumen enters the bloodstream first, second and/or third? Here¿s the reason I¿m asking; we¿ve recently had a patient on our unit that was doing a research trial that had a triple lumen PICC on her upper arm. She became neutropenic throughout the process which required multiple blood product transfusions along with her chemotherapy trial. Not to mention IV antibiotics and IV electrolytes. All of which aren¿t compatible. This past weekend she developed a dvt that surrounded her PICC line. I am in no way pointing the finger at the manufacturer, in fact, with oncology patients nothing tends to be normal and this can happen often. My question (to myself) was after taking care of this patient, could this clot have been due to a particular lumen not being used enough and thus made the perfect environment for a clot to develop?" Ms&s responded "emailed all of our PICC lumens (double or triple) terminate at the same location in the bloodstream. The infusion nurses society standards state that ¿multi-lumen catheters are separate channels from the catheter hubs through the entire length of the catheter. The tip of a properly positioned PICC is in the lower third of the superior vena cava where the blood flow is ~2000ml/min flow with great turbulence. It is thought that this is sufficient to dilute these medications rapidly and prevent them from coming into contact at the catheter tip¿. In regards to catheter maintenance, our power PICC IFU states to ¿flush each lumen of the catheter with 10ml of saline every 12 hours or after each use. Use a 10ml or larger syringe. In addition, lock each lumen of the catheter with heparin flush solution. Usually, 1ml is adequate¿. Also, ¿when injecting of infusing medications that are incompatible, you should always flush the catheter with a minimum of 10ml saline before and after the medication¿